Event description:
Major pump unit(s) involved: device thrombosis.additional text: suspected; 3 episodes of speed drops.specific component(s) involved: other component malfunction.other component: vad-pump.causative or contributing factor: no specific contributing cause identified.intervention(s): none.implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: other component malfunction, specify.